Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4). Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions.

Event description:
It was reported that this pacemaker was part of a system revision due to infection and contamination issue. Additional information received from the field representative indicates that the origin of the contamination was not determined. Furthermore, it was also unknown if the device and leads contributed to the contamination. There were no additional adverse patient effects reported. The pacemaker was explanted.